Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to press center of button firmly using fingertip while supporting bottom of pump, but issue persisted even though display turned on, so replacement pump was arranged, and customer used insulin pen as backup.